Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device indicated charging with a solid green light but failed to increase above 43 percent, and a replacement ilet was arranged while the original units were to be returned. Symptoms included no adverse clinical effects. Outcomes included no clinical impact. Investigation included device replacement and coordination for return of the affected units for assessment. Investigation of this device did not reveal a charging failure consistent with a device power or battery issue, with no patient harm reported. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the charging system.